Event description:
The customer felt he was hypoglycemic; he was feeling shaky with some memory loss. He took blood tests on the contour and the readings were 109/110/108mg/dl. He opened a new bottle of strips and retested on the same meter. The reading was 49mg/dl. He ate something and took his insulin. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was asked to return the strips for evaluation. A new kit and tests strips were sent to the customer.